Event description:
As reported, the plug of a 6f¿7f mynxgrip vascular closure device (vcd) was not deployed normally. There was no reported patient injury. The procedure type was reported as transcatheter arterial chemoembolization (tacd). The vessel type was arterial. The device was removed normally from the package. The shuttle handle was not displaced, the sealant sleeve was not out of position, and the sealant was not exposed during preparation, removal from packaging, or deployment. The advancer tube was held in place during balloon removal. The sealant was not deployed and then dislodged. A shallow vessel depth was reported. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) was not deployed normally. There was no reported patient injury. The procedure type was reported as transcatheter arterial chemoembolization (tace). The vessel type was arterial. The device was removed normally from the package. The shuttle handle was not displaced, the sealant sleeve was not out of position, and the sealant was not exposed during preparation, removal from packaging, or deployment. The advancer tube was held in place during balloon removal. The sealant was not deployed and then dislodged. A shallow vessel depth was reported. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was not engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and advancer tube were not returned for this evaluation. Additionally, the sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. The inflation/deflation test was performed, and no issues were observed, as the balloon inflated and deflated as expected. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device since the sealant and advancer tube were not received and the device showed a complete removal of the device. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned in a condition that showed proper complete device removal. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no anomalies noted to the device that could have prevented proper deployment during use. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.